Event description:
It was reported that the customer had a blood glucose level of 485 mg/dl. The customer stated that he had occlusions in the form of air bubbles in his insulin pump's reservoir. Standard troubleshooting was performed. The customer was able to clear the occlusion from the reservoir. The customer was advised to use room temperature insulin rather than cold insulin to prevent further issues. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).